Event description:
Physician deployed 4 resolute integrity drug-eluting stent to a cto lesion in the rca with 100% stenosis. Approximately 10 days later patient suffered stent thrombosis which was treated with poba and suction. No clinical sequelae were reported.

Manufacturer narrative:
Results: stent thrombosis. No results available since no evaluation performed. Conclusions: stent thrombosis. (B)(4).